Event description:
A pt had a loss of therapeutic effect and increased baseline pain. No stimulation sensation was felt, and the pt indicated that the implanted neuro stimulator (ins) "is dead." A shocking/jolting sensation was noted, in addition to severe pain down their left leg and up through their rib cage and spine. The skin around the ins was very sensitive and painful. The pt stated "I can't go on like this." The pt was searching for an alternate physician due to insurance circumstances. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).